Event description:
The customer reported to olympus, that the evis lucera ultrasound gastrovideoscope forceps adjustment was malfunctioning, blackout image unable to be restored, the surface was damaged or scratched/floating on the ultrasonic transducer (pink probe), and the ultrasound probe was loose (has rattling). During the evaluation, the following reportable issue was found that there was peeling on the acoustic lens. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction that occurred due to physical stress from dropping or hitting the affected area on a hard surface/object, or chemical stress applied during the cleaning/disinfection process. A definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The event can be prevented by following the instructions for use which state: ·do not bend the insertion part of the endoscope with strong force. Doing so may damage the insert. ·do not apply impact to the tip of the endoscope, especially the ultrasonic transducer or lens surface. Doing so may cause abnormalities in ultrasound and endoscopic images. ·do not grasp the ultrasonic transducer when holding the insertion part. Failure to damage the ultrasonic transducer may prevent proper ultrasound imaging from being rendered. In addition to the reportable finding documented in b5, the non-reportable findings are as follows: the forceps channel had a pinhole, the ultrasonic transducer had corrosion; due to wear of angle wire, the play of the upward/downward angulation control knob is out of the standard value; due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements; the acoustic lens was damaged, and the adhesive on the bending section cover was detached and cracked; the connecting tube was buckling, there were scratches on the connecting tube, switch 1 and switch 2, and objective lens; the elevator channel plug is loose and the paint on the air/water cylinder was peeled. Olympus will continue to monitor the field performance of this device. E1: (B)(6) hospital.